Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was attempted for the subject device lot; however the device was supplied by (B)(4) for synthes (B)(4) and the date of manufacture is jul 5, 2000. Manufacturing records were not historically stored over 10 years according to synthes procedures in place during that time and, therefore, are unavailable for review. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in the (B)(6) as follows: it was reported that a part of hinge system of the parallel distractor loan instrument was discovered to be broken upon return. The instrument had been used in an unspecified surgical procedure and follow-up with the surgeon revealed that the instrument did not break during the surgery and the procedure was completed to the full satisfaction of the surgeon. It is unknown exactly when the instrument broke. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the investigation has shown that one arm of the hinge is broken at the area of the centering pin. The review of the production history revealed that this spreader forceps was manufactured in july 2000 and sold in march 2001. The respective device history record is not available as the device is more than 10 years old. No definitive root cause was able to be determined; however, the failure mode is consistent with wear and tear for multiuse instruments and we therefore determine this occurrence as wear after long-time use. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.